Event description:
Additional information indicated the patient had recovered without sequelae.

Event description:
It was reported during an implant procedure impedance tests with an external neurostimulator (ens) reported to be normal however, when the leads were connected to the implantable neurostimulator (ins) impedances were greater than 40,000 ohms on contacts 8-15. The leads were disconnected and reconnected multiple times but the issue persisted. The leads were reconnected to the ens and impedances were "in range." The physician visibly confirmed under fluoroscopy that "things were seated right," but the issue persisted. The ins was switched out and impedances "checked out fine." It was reported 3 weeks later, it was determined there was something going on with the port than handled contacts 8-15 since the impedances cleared up once the new ins was used. It was noted the patient was receiving effective therapy.

Manufacturer narrative:
Product ID, 3778-75 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3778-75 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (product# 37714, serial# (B)(4)) found that medical adhesive was obstructing the lower port between the 14th and 15th balseals. A known good lead would not pass through this area. Full insertion of the lead was hindered.